Event description:
It was reported that the patient presented remotely via merlin.net. Patient was brought into the clinic and it was discovered that the patient left ventricular lead was exhibiting high pacing impedance. Programming changes were made. The patient was in stable condition.